Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead triggered the lead safety switch (lss) on the pacemaker due to high out of range impedance measurements. The device was also undersensing r-wave measurements causing fusion beats to occur, an adjustment in sensitivity resolved the undersensing. The device was programmed to unipolar pacing and sensing mode where the impedance measurements were within normal limits. The lead will continue to be closely monitored. No adverse patient effects were reported.